Event description:
Tried everything to get the machine and tubing to run. Pt needed the aminophyline. The tubing off the machine worked great but not on the machine. Finally discontinued the tubing and it worked.